Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ping meter has black marks on the display. On (B)(6) 2009, this medical surveillance specialist contacted the pt to clarify information obtained during the initial phone call. The pt manages his diabetes with an insulin pump and tests his blood glucose frequently. On (B)(6) 2009, at 9:05pm, the pt reportedly was having low blood glucose symptom described as "confused while he was driving." When he attempted to test with the subject meter, he dropped the meter. Due to the meter trauma, the subject meter had black marks on the display. The pt reportedly could not read the display on the subject meter. At the time of concern, the pt stated he had a backup meter. The pt tested at "60 mg/dl" on the back up meter. At 9:10pm, the pt administered self-treatment with food/drink. The pt felt better soon after, and was tested at "110 mg/dl" on the backup meter at 9:20pm. This complaint is being reported due to the alleged display issue. There is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the onset of the display issue. In addition, the pt had a backup meter to test his blood glucose at the time of concern. There is no evidence the pt received inappropriate treatment. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.